Event description:
A surgeon reports replacing an intraocular lens (iol) due to dislocation. The patient had surgery for retinal detachment in 2001. Two months later, a secondary intraocular lens (iol) was implanted. Two days following iol implant, the surgeon noted the iol was dislocated. The surgeon successfully repositioned the lens 2 days later and the patient had a good outcome. In april 2002, the patient returned to the surgeon complaining of double vision and feeling strange. Examination revealed that the iol had dislocated in the same manner as it had earlier. The lens was explanted and replaced with a different model the following month.

Event description:
Additional info has been provided by the reporting surgeon. The pt had surgery for proliferative vitroeretinopathy (for retinal detachment) on 8/3/2001 including a vitrectomy, photocoagulation, sf6 tamponade, cyoretinopexy, and cataract surgery by pea.